Event description:
During remote follow up, far field p- wave oversensing and loss of capture were observed on the right ventricular (rv) lead. An x-ray imaging was performed and confirmed a dislodgment of the rv lead. No intervention has been performed. The patient was stable.